Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada and there was no indication of a device malfunction. The device passed all testing using the returned pads and a known good set of pads without duplicating the report. The device was recertified and returned to the customer. Review of the device logs shows evidence of poor coupling. There are several padz off messages indicating that the patient impedance had gone out of range. The ECG waveform acquired has artifacts, baseline wandering, and signal railing. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.